Event description:
I had my son in c-section. I asked the dr if I could skip the tubal or if she could make it less permanent. She said no, that I had already signed the papers. Well I had my son already, sad and scared the dr took my bladder out of my body and showed it to me. She said this is where your baby grew if you get pregnant again, the baby will grow in an organ and you will both die. So at this point I was terrified and allowed the tubal. My symptoms started immediately; I have severe mood swings, my anxiety and depression is intense. I have lost tons of hair, my stomach area hurts every day, all day. I can feel my bladder fill up and when I urinate, my incision scar seeps into my body about 2 inches. I wasn't able to hold my son when he was a baby. I can nearly walk most days due to my stomach pains. My periods are horrendous and heavy and painful. When I have bowel movements I can feel it move through my body in debilitating pain, I sweat and get and can nearly move during a bowel movement. I have no stomach muscles. I have to use a pillow to help push out my bowel movement. And to top if off I have no sex drive. Before I wanted to have sex 3 times a day every day and now I could literally care less, my husband has cried because he feels it's something he has done and it's not him, it's me. My body, my hormones, something. Please help me find relief with a reversal. Having a tubal was the worst decision of my life sadly. I can't afford (B)(6) for a reversal.